Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable.

Manufacturer narrative:
The pacemaker was returned without an affiliated complaint. Final analysis did not find any anomalies.